Manufacturer narrative:
Device information requested but not available as this is associated with a clinical study.

Event description:
It was reported the patient was unable to charge the ipg beginning in (B)(6) 2018. Surgical intervention was undertaken and the device was explanted and replaced. Stimulation therapy was reportedly restored post-operatively.